Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that a rotaflow displayed the error message ¿runaway¿. Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow displays the error message "runaway". No harm to any person has been reported. The affected drive with s/n (B)(6) was sent back to manufacturer for repair. It was received on 2022-01-10 and during investigation by the service department on (B)(6) 2022 the reported failure "runaway" could not be reproduced. Thus, the drive was sent to the supplier emtec for further investigation. On (B)(6) 2022 emtec was able to reproduce the reported failure and the root cause was determined as mishandling of the device. Further diagnostics have shown a humidity damage which lead to a damage of the drive electronics and a short circuit. The affected parts were replaced by the supplier. A device history review (DHR) was performed on (B)(6) 2022 and the DHR does not show any abnormality or issue that is related or could have led to the customer complaint. Based on these investigation results the reported failure could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complpaint ID: (B)(4).